Event description:
It was reported that the handpiece blade mount is chipped. This was found while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service, and the reported condition of a chipped blade mount was confirmed. Signs of 3rd party parts and service were found during the evaluation. Based on the investigation details, the failure can occur if non-manufacturer blades are used with the handpiece or if the blade was not properly seated in the handpiece. This failure could render the handpiece useless due to a loose fitting blade. If the handpiece was operated in this failed condition, it may be possible that the blade would not cut properly due to this chip.